Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 9 months post implantation of a 29mm sapien 3 valve in a medtronic freestyle valve, the sapien 3 valve migrated into lvot. Central leak was observed. A valve in valve with a second 29mm sapien 3 valve was performed. Good results with no ai or pvl.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event is unable to be confirmed due to unavailability of the medical report/imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, the implanted valve migrated. Valve migration toward lvot may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the valve leaflets and central regurgitation. As such, available information suggests that patient factors (valve migrated) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.